Event description:
It was reported that the patient has fear that the pump is ¿going to shut off on me or go too fast or go too slow¿ again.

Event description:
It was reported that the patient had increased baseline spasticity and no pain relief. The patient was instructed by his pain doctor to go to the emergency room. The patient was admitted and given medications to help with his symptoms. It was later reported that a dye study was performed on (B)(6) 2012. The results of the dye study were not provided. At the time of the dye study the patient was still not receiving effective therapy. The device system was used to deliver dilaudid, bupivacaine, and baclofen. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported further event details and patient status update. As previously reported, the patient experienced signs and symptoms of withdrawal and was hospitalized. The patient initially thought that they had the flu prior to realizing they were in withdrawal. The patient was in the hospital for 5 days with withdrawal symptoms of sweating, "stomach rolled over", and jumping of legs and entire body. This occurred 2 weeks following a pump refill. The reporter stated there were several tests performed on the pump and catheter and both were found to "be ok". When the pump medications were checked, the pump was found to be empty, although, it was thought refill was not due for 2 another weeks. There were no audible pump alarms. It was noted that the patient had a healthcare provider (hcp) for half of the year which resided near the patient's az home, and the surgical hcp resided near the patient's pa home. At the time of the event, the patient was in (B)(6). The (B)(6)hospital refilled the pump medications "just enough to stop the withdrawal symptoms, but not enough to cover pain" and referred the patient back to the surgical hcp in pa. The patient had to wait until a return to see the pa hcp to have the pump refilled to regular dosing for pain control. It was reported that the patient was "doing better now" as of (B)(6) 2012 and the pa hcp was in the process of gathering medical records to determine what to do with pump, and to determine if battery/pump needed to be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2007, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).